Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the stylet/guidewire was kinked/buckled. The helix exceeded specification the number of turns to extend and retract. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. There is a kink in the rv coil caused by the stylet being bent at 58.7 cm in the lead. With the returned stylet in the lead, the helix was able to extend and retract but not in specification due to the bend in the stylet, with a fresh 16-62 purple stylet, the helix was able to extend and retract within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and placement of the right ventricular (rv) lead, intermittent helix deployment was observed after several rotations. The lead was replaced. No patient complications have been reported as a result of this event.